Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin. Occlusions continued and a replacement pump was sent to the customer to resolve the issue.